Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels rose to 350mg/dl while wearing the pod longer than 48 hours. When removed form the infusion site (hip/buttocks), the pod's cannula was found bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly, confirming the blue soft cannula is inspected for any damage.